Event description:
It was observed during the device inspection that the electrosurgical generator had an error code of e433. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was caused by a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.